Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0727 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter placement was conducted on (B)(6) 2017. On (B)(6) 2017 it was found that subcutaneous seepage had occurred at the puncture site. After removing the catheter, it was found that catheter wall had been damaged 2.8 cm below the skin. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 36cm-37cm depth markings (4.9cm from the connector strain relief). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A permanent kink impression was observed near the split site (between the 35cm-36cm depth markings). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebu0727 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter placement was conducted on (B)(6) 2017. On (*b)(6) 2017 it was found that subcutaneous seepage had occurred at the puncture site. After removing the catheter, it was found that catheter wall had been damaged 2.8 cm below the skin. There was no reported patient injury.